Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to be not reportable and not related to the event. The initial report was forwarded in error and should be voided. This event is reported under 0001822565-2022-00379 and 3002806535-2022-00053.

Event description:
Upon reassessment of the reported event, this device was determined to be not reportable and not related to the event. The initial report was forwarded in error and should be voided. This event is reported under 0001822565-2022-00379 and 3002806535-2022-00053.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#11-301302, arcos con sz b std 60mm, lot#360360. Cat#11-300808, arcos 18x150mm spl tpr dist, lot#221260. Cat#650-1064, cer option type 1 tpr sleve -6 , lot#3032903. Cat#650-1055. Cer bioloxd option hd 28mm, lot#3062495. Cat#110031013. Vivacit-e dm bearing 28x46mm, cat#65016432. Cat#00625006535, bone scr 6.5x35 self-tap, lot#j6851898. Cat#00625006535, bone scr 6.5x35 self-tap, lot#j6851905. Cat#110010267, g7 osseoti multihole 58mm g, lot#6512782. The device will not be returned for analysis, as the device was requested but not returned by hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient became dislocated and could not be reduced through closed reduction. Had to open and found femoral head became disassociated from dm poly liner. Dm construct removed and freedom construct put in place. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#11-301302, arcos con sz b std 60mm, lot#360360. Cat#11-300808, arcos 18x150mm spl tpr dist, lot#221260. Cat#650-1064, cer option type 1 tpr sleve -6 , lot#3032903. Cat#650-1055. Cer bioloxd option hd 28mm, lot#3062495. Cat#110031013. Vivacit-e dm bearing 28x46mm, cat#65016432. Cat#00625006535, bone scr 6.5x35 self-tap, lot#j6851898. Cat#00625006535, bone scr 6.5x35 self-tap, lot#j6851905. Cat#110010267, g7 osseoti multihole 58mm g, lot#6512782. The device will not be returned for analysis, as the device was requested but not returned by hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient became dislocated and could not be reduced through closed reduction. Had to open and found femoral head became disassociated from dm poly liner. Dm construct removed and freedom construct put in place. Attempts have been made and additional information on the reported event is unavailable at this time.